Manufacturer narrative:
Sections b2, date of death and h8: correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. It was reported by the vad coordinator, through patient outcome, that the patient expired on (B)(6) 2018. The cause of death was not provided. There were no reported device issues or malfunctions. No autopsy was performed; therefore, the device was not returned for evaluation. No additional information was provided. The hm3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the vad coordinator that the patient expired. The cause of death was not provided. There were no reported device issues or malfunctions. There was not an autopsy performed and the device was not returned for evaluation. No additional information was provided.